Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported the alarms were not audible. Customer's blood glucose was no greater than 300 mg/dl. No additional information was provided. Multiple attempts were made by clinical support to follow up with the customer for troubleshooting, but no response was received.